Event description:
It was reported to hp that a pt was found pulseless while connected to telemetry. They said that the alarms never sounded. Trends for heart rate do not show any signal being rec'd. Cardiopulmonary resuscitation was unsuccessful. The pt expired.